Manufacturer narrative:
Based on the available information obtained from the investigation it was determined that issue was caused by client work flow that contradicts the hl7 interface guides provided. There is no evidence that patient's harmed at this time. However, support is creating a report so customer can review to make sure they have caught and corrected every time this has happened.

Event description:
Merge pacs is a picture archiving communication system that is intended to create and display two dimensional and three dimensional images of anatomy from a series of digitally acquired images. Pacs is designed and marked for soft copy reading, communication and storage of studies produced by digital modalities. On (B)(6) client called in issue "prior shows mamo with a different person". Example, a doctor could reach patient b and be erroneously comparing it to patient a's prior. Support began investigation and also worked with development. Discussed with support and they explained this was a workflow issue: pacs accepts various adt messages listed below. Any adt message that they generate whether it be an a01, a02, a03, etc gets translated at the interface into an a08 (custom to this site/not used at any other facility to my knowledge). So what has happened in this case: a new patient comes into the facility, first gets registered and the interface starts with an a04 (registration) but converted into an a08. We receive the a08 and the mrn + ipid matches only 1 patient , we update the name and any other demographic information in the a08 message because that is the function of an a08 (patient update). Note we have a fail safe in the system to ensure if there are multiple patients with the same mrn and ipid that the name is checked as well. But in the cases they have seen, the patient they are registering is yet to exist in pacs. The site has asked why we do not check any other qualifiers such as dob. That would defeat the purpose of an a08 message. For example a patient comes in and the person registering the patient accidentally puts in an incorrect dob, they would want to be able to change that. A01: admit/visit notification, update patient address, pregnancy status, confidentiality code, patient class, current location, ref physician, admission ID, admission date and admission time. A02: transfer a patient, update current location from incoming message. A03: discharge/end visit, update patient status as discharged, discharge date, discharge time, patient class, current location. A04: register a patient, update patient address, pregnancy status, confidentiality code, patient class, current location, ref physician, admission ID, admission date and admission time. A08: update patient information, update patient demographics (patient name, sex, date of birth, ssn, address, email, work phone, cell phone, home phone). Also submit pde command for study update. A11: cancel admission, check all pending orders not associated with studies and delete all order tables for the patient ID of incoming message. A12: cancel transfer, update patient location and patient class from incoming message. A13: cancel discharge, update patient status from "discharged" to "admitted", update current location and patient class. A34: merge patient - patient mrn merge all orders and studies (submit pde request) for the given patient ID from incoming message. A40: merge patient - patient identifier list merge all orders and studies (submit pde request) for the patient ID list from incoming message. A47: change patient identifier list, update all orders and statuses with new patient ID list including patient table. Submit new pde request to update all studies with new patient ID list from incoming message. The reason the site had done this customization is because they were using other messages such as a01s and information in the orders were being changed. So instead of working on following our standard and making any corrections needed on the interface end, they started to convert their messages to a08s. Support explained that this is outlined in the hl7 guide (see above). As part of investigation also spoke to client and they explained that the issue was caught by a rad. The risk is that you could read the wrong patient's prior. For example, they found an (B)(6) who had a mammo in his file. The site has had some addendums that had to be made because the doctor looked at the wrong prior. This issue could cause mis-diagnosis or delay in treatment, as in the example of cancer. Site reads for a number of different sites and hospitals. As a work around to try to catch this issue, the pacs admins have been alerted but there has been no formal communication or process in place. Site explained that the issue happened a number of times back in (B)(6) 2015 and they thought it was resolved with a global setting update. Since then, they have likely caught it a half a dozen times. Site usually catches it after logs are deleted so unable to troubleshoot. No patient harm has been found but client is still working with support to investigate. Site is working with support to run reports to make sure every instance has been caught. Will continue to investigate and monitor. (B)(4).

Manufacturer narrative:
It was determined by the client that the site was not going to change the interface messages. Client can and has requested a report that lists patient changes to ensure that the issue is caught if it were to occur again. Client has not reported this issue since initial reporting. Client is responsible for contacting support as needed. Updates: software problem (hl7). Type mismatch (customer using hl7 codes differently than expected). User error caused or contributed to event.